Event description:
It was reported that loss of capture threshold was observed on the right atrial (ra) lead. Lead damage was suspected. Imaging was performed and no anomalies or movement were observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.